Event description:
On 07/08/94 the malleable device was implanted. On 10/26/95 the malleable device was removed and one left malleable cylinder implanted. On 06/29/97 one left malleable cylinder was removed from the patient and replaced due to "pain."